Manufacturer narrative:
The is one event for the same patient involving two separate products.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiac arrhythmias and acute heart failure and subsequently expired. These claims were allegedly caused by the exposure to the product administered for dialysis treatment.